Manufacturer narrative:
It was reported that the balloon would not deflate for removal. Due to this, "the urologist proceeded to deflate the balloon by puncturing it transabdominally with a needle." No injury was reported. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Balloon would not deflate.